Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Customer reporting false positive coc. Patient tested positive for coc. The test line was reported to be faint. The same urine sample was tested subsequently using the iscreen drug test. The result was "very negative". No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion update: customer's observation was not replicated in-house with retention and return product. Retention and return products were tested with in-house drug-free donor urine, all coc results were negative at read time and met qc specification. No false positive were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.